Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a repeat ablation procedure pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. The ablation was completed however, bidirectional block across the cavotricuspid isthmus could not be confirmed. Overnight, the patient experienced intermittent episodes of high rate atrial fibrillation. Amiodarone was initiated while the heart reset, and the patient was discharged later that day. The device is not expected to be return for analysis.